Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has a faulty upper display. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1 (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Attended the site and located the unit to be repaired, dismantled the unit and re-adjusted the cable ac the back of the upper monitor. Re-assembled the unit and tested the unit to getinge specifications the system was returned back to service fully functional.

Event description:
N/a.